Manufacturer narrative:
Additional information was received on 10-apr-2025 updating relationship to study device to not related, relationship to the index study procedure to causal and the outcome to recovering/resolving. In addition, concomitant products were provided. Therefore, updated ¿d10. Concomitant medical products and therapy dates¿ section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 04-mar-2025. The discharge date was (B)(6) 2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 15-dec-2025. The outcome value has been updated too ¿ongoing¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-mar-2026 which updated the following: -outcome from ongoing to resolved with sequelae with an end date of 17-feb-2026 - intervention from transfer to neurology department to transfer to neurology department, CT scan, doppler/duplex/sonography and medications (oral anticoagulation and statin) therefore, checked b2. Is required intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31419852l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf. Patient received an index cardiac ablation on (B)(6) 2025. On (B)(6) 2024, patient experienced left-sided demarcation in the mesencephalon categorized as moderate and serious defined by in patient/prolonged hospitalization with an admission date on (B)(6) 2025. Relationship to study device is unknown and relationship to the index study procedure is probable. The adverse event is expected/anticipated. The outcome is recovered/resolved. Intervention was transfer to neurology department. It was initially reported that the event was a hemiataxia on the right with paresis, oculomotor dysfunction on the left and lid ptosis and has been updated to left-sided demarcation in the mesencephalon.